Event description:
The rptr stated in 2006 while unattended in his room in his wheelchair, reports believe another pt tipped him over. Pt was restrained at the chest, waist, feet and was reclined at about 45 degrees back in his wheelchair when he was found a half an hr later. The chair was tipped over (sideways) and the pt was strangulated in his restraints. The rptr stated that the pt was found unresponsive in his room in his wheelchair with the chest harness pressing on the left side of his neck, the wheelchair tipped to the left side leaning on his recliner. The staff immediately responded and the pt was sent to the hosp and diagnosed with an anoxic brain injury. Pt returned to the facility on three days later, and rendered ventilator dependent. The ventilator was removed on seventeen days later, the pt passed away.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the MFR for eval.